Event description:
IV dressing did not stick well which caused the IV catheter to come out.

Manufacturer narrative:
It was reported by the customer contact that on 8/24/23, an IV dressing did not stick well which caused the IV catheter to come out. Due to this, a new peripheral IV was placed in the patient. A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.